Event description:
The patient was male, age unk. The target lesion was the mid left anterior descending (lad). The lesion was a restenosis lesion due to previous balloon angioplasty. The vessel was not calcified but slightly tortuous. There was 90% stenosis. A 3.0 x 33mm cypher stent (lot i0107080) was being introduced into the y-connector. The y-connector's port was sufficiently opened. However, the physician felt friction as the cypher was coming out of the y-connector and entering the hub of the brite tip 6f jl 4.0 guide catheter. The cypher was retrieved and the stent was flared at the distal end. Therefore, the physician stopped using the cypher and a different cypher (size unk) was delivered and implanted instead without any friction. The procedure was finished successfully. There was no reported patient injury. The product was clinically used but the product will not be returned for analysis because the device was discarded by hospital due to an emergent case.

Manufacturer narrative:
This device is distributed outside the united states; however it is similar to the united states product. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.